Manufacturer narrative:
Updated information: d6b explant date added.

Event description:
This impella guidewire device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Manufacturer narrative:
B5: added information regarding the related 5.5 report. H10: added the related report number.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D4 UDI number updated.

Event description:
Clinical review/rationale: (updated 2026-5-22). The pump was explanted and replaced after 136 days of support. The exchange was performed with no clinical consequence to the patient. The new 5.5 pump was delivered and the support continues on the new 5.5 pump for this cardiomyopathy patient. An impella 5.5 was placed via the axillary artery graft site to support the 67 year old male patient who was admitted in with cardiogenic shock and cardiomyopathy. Presenting in scai stage d shock. The pump was placed over the .018 wire manufactured by abbott when the abiomed provided .018 wire had kinked with insertion. On the 3rd day of support the team observed a bleed at the jp drain for the insertion site and so, to remedy the bleeding the team held the anticoagulation medications. On day 6 of the support the team noted the sleeve was damaged and torn. To reduce any harm/infection the team placed an occlusive dressing and kept the pump on for his support. After a month of the support the team observed the plasma free hemoglobin labs to be elevated at 50mg/dl and 40mg/dl. There additionally was urine color change which lead to concerns of hemolysis. The patient is being monitored and pump not explanted. There was concern as the anticoagulation had been held the previous week with bleed concerns. The bleed was gastrointestinal, not from the pump access site. The patient is supported the anticoagulant bivalirudin. Additionally, there was console alarms for the pump being out of position, which the team determined to be false. The alarm was for loss of reliable signal which had no consequence to the patient and support. Anticoagulation necessary for the pump placement and support can contribute to bleeding. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Product complaint # (B)(4). The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Customer experienced difficulty with device placement using abiomed 0.018 wire with kinking noted at left axillary take off. Md elected to attempt with abbott steelcore 0.018 with success. Wire not retained for investigation by facility staff- unable to complete ra process at this time.

Manufacturer narrative:
Updated information: d1 brand name updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had stenosis preventing successful delivery of guidewire. Pd-any device-(twist, bent, kinked): the cause of the product damage was determined to be patient condition as the patient had stenosis.